Event description:
On (B)(6) 2012, mother and pt reported, the buttons on the infusion device did not respond to press and the infusion device displayed an e8 power interrupt error. Pt inserted a new battery, and the infusion device completed the self-test and immediately displayed another e8 power interrupt error. She was unable to clear the error message by pressing the check button. The battery cover was being used within spec. The infusion device was not dropped within the past 48 hours but was splashed with water from the shower. The area around the battery cover did not appear cracked or damaged. The infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.